Event description:
The customer reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and ordered new power supplies, but no conclusion can be drawn as further repair info is not available.